Event description:
Olympus medical systems corp. (Omsc) was informed that during colon emr, the needle could not be projected out and be drawn into the tube. This event occurred in three products in a row. After the device of which the needle could not be pulled was withdrawn from the endoscope, its needle lightly inserted into the nurse accidentally. The nurse and the patient were checked for infection but they got negative. The nurse did not need to be treated and returned home on the same day and now she continues business as usual.

Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the pipe of the slider came away from the tube and the needle could not be drawn into the tube. There was no bucking in the insertion portion and the sizes of the pipe and the tube were within standards. Also as a result of checking the mfg record of the same lot, nothing abnormal was detected. Thus, omsc assumes that the doctor pushed or pulled the slider rapidly with the bending section of the endoscope angle and it caused the breakage. The puncture occurred due to user handling. The device instruction manual has warned users to operate the slider slowly. This report is being submitted as a medical device report in an abundance of caution.